Event description:
Affiliate reported that after mr exposure it was not possible to readjust the valve (implanted in 2005) by means of a vpv programmer and for that reason the valve was explanted.

Manufacturer narrative:
Upon completion of the investigation, a follow-up report will be filed.